Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (tse) was informed by the robotics coordinator that a hard power cycle resolved the system issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the left hand on the surgeon side console (ssc) drifted during the procedure, causing the instrument to move within the patient. The procedure was completed with no reported injury.